Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) with no right ventricular lead was over sensing signals. The patient had pauses in pacing but is not pacing dependent. The lower rate limit was raised to minimize the rate of the pauses. The crt-p remains in service at this time. No adverse patient effects were reported.